Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: possible over delivery.

Event description:
The event was reported by a customer from USA: delivery issue.

Manufacturer narrative:
G.1 distributor information: (B)(6) service center (B)(6) ca 95138 exemption number, e2014005 q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.